Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was completed as planned after the system was restarted. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting and analysis of the system logfiles found that there were numerous signals indicating repeated opening and closing of the foot switch fluoroscopy button within an extremely short period before the device failed to expose, indicative of a poor contact in the footswitch fluoroscopy button. Visual inspection found a damage cable in the footswitch. The fse replaced the wired footswitch. The defective footswitch was returned for analysis, and it was determined that the footswitch cable was cut with the internal wiring visible. After the footswitch was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.